Manufacturer narrative:
Citation: liao et al. Transcatheter aortic valve implantation with the self-expandable venus a-valve and corevalve devices: preliminary experiences in china. Catheter cardiovasc interv. 2017 mar;89(s1):528-533. Doi: 10.1002/ccd.26912. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of short and mid-term outcomes after transcatheter aortic valve implant (tavi) with a subset of patients having previous bioprosthetic valve implant. All data were collected from a single center between april 2012 to may 2014. The study population included 54 patients (predominantly male; mean age 74 years), 27 of which were implanted with a medtronic corevalve (serial numbers were not included). Among all patients 4 deaths occurred: 1 early and 3 late. Causes of death included: sudden cardiac death, cancer, and multiorgan failure. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: transient ischemic attack (tia), cerebral vascular accident (cva), moderate to severe aortic regurgitation, major bleeding, vascular complications, new permanent pacemaker implant, elevated gradients, severe intrapelvic hematoma, and valve-in-valve intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.